Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This right ventricular (rv) lead was suspected to perforated patients heart and exhibited high thresholds, the lead remains implanted. No additional adverse patient effects were reported.